Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 392 mg/dl and a correction via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. During troubleshooting with tandem technical support, an air bubble was observed in the tubing. The pump data was reviewed and the settings were found to be incorrect and the customer thought that this was the cause of the high bg. The customer required no further troubleshooting and reportedly, the tubing was changed.